Manufacturer narrative:
Quality controls tested on (B)(6) 2017 were within range. For the calibration performed on (B)(6) 2017 signals were slightly below expected values, but this was no indication of an issue. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can be excluded. Possible root causes for this event may be sample quality and insufficient maintenance. No rack adapters were used for 13 mm sample tubes. Not using the rack adapters, in combination with insufficient sample quality can lead to low results.

Manufacturer narrative:
Performance testing was within specifications.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys pth stat immunoassay (pthstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 31 pg/ml and this value was reported outside of the laboratory. The patient was scheduled for parathyroidectomy surgery and the sample was being measured as a baseline sample. The result was expected to be high, so the doctor was notified and the sample was repeated on a second e411 analyzer. The result from the second e411 analyzer was 103 pg/ml and this value was believed to be correct. The sample was also repeated on a cobas 8000 e 602 module (e602) and the result was 113.6 pg/ml. There was no delay in the procedure and the patient was not adversely affected the patient sample appeared normal, with no fibrin, debris, or bubbles on the surface. The sample was not icteric, lipemic, or hemolyzed. The pthstat reagent lot number was 18500502, with an expiration date of 31-jan-2018. The field service engineer determined that there was a fluidics failure of the measuring cell tubing. He replaced and aligned the tubing. He checked the probe positioning and washes. He adjusted the photomultiplier tube voltage. He ran performance testing. The customer ran quality controls and these were within range.